Event description:
It was reported that pump displayed repeat malfunction alarm with code that could be reset, and customer had experienced at least three occurrences of same issue on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions to place pump into storage mode and to transfer pump settings and connect continuous glucose monitor to replacement pump, and was provided with return instructions while tandem technical support arranged a replacement pump under warranty.